Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of bad image was confirmed. Device evaluation found that noise occurred, and the subject could not be recognized. The reported fault was likely a result of wear and tear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition autoclavable camera head had a bad image. The issue was found during preparation for use. There was no delay in procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.